Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 600 mg/dl and the cause was not known. Bg was addressed with a bolus via insulin injections. A pump system check was performed and no device issues were identified. The customer changed the pump supplies and insulin delivery was resumed. The contact declined further follow up.